Manufacturer narrative:
(B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 145 mg/dl at the time of the incident. The customer states there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.